Event description:
It was reported that during an open sigmoid resection procedure, a 3 day post-op bleeding was diagnosed and the pt had to be re-operated. According to the surgeon, the staples of the device did fall off and the anastomosis broke. The pt is fine today.